Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing that leaked during collection. Samples were recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
D2b. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. D3. Common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. A visual inspection was conducted on 10 retained samples, and no damaged tubing was found. A review of the device history record indicated a quality notification was raised for this issue. However, lot passed all in-process and final quality checks for lot release. This complaint has not been confirmed for the indicated failure mode: hole in product/component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® push button blood collection set, an unspecified number of devices had holes in the tubing that leaked during collection. Samples were recollected. There was no other health impact or consequences reported.